Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Performed visual inspection on sensor plug and no issues were observed; all three contacts were installed properly. Visual inspection of the sensor plug assembly was performed and no visible cracks were observed. Sensor plug assembly was removed and sensor was inserted into the approved test fixture. Current was applied to perform linearity testing. All results were within specification. No product deficiency was identified. (Labeled for single use) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc freestyle libre sensor was producing inaccurately low readings. The customer further indicated that the sensor was providing lower readings when compared to readings obtained via blood and an hcp meter. No reading comparisons were provided prior to the reported medical event. The customer indicated that due to the inaccurate sensor readings on (B)(6) 2017 he experienced a ¿cold sweat¿, noted ¿it was hard to breathe¿, ¿almost fainted and puked¿ so he self-presented to a hospital. At the hospital, the following comparisons were obtained: hcp ref: 18 mmol/l (324 mg/dl) vs sensor: 11 mmol/l (198 mg/dl) and hcp ref: 19 mmol/l (342 mg/dl) vs sensor: 10 mmol/l (180 mg/l). It is unknown how much time may have elapsed between the reading comparisons. The customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin, potassium and "rehydration". Customer also noted he received ¿oral glucose¿. Attempts to clarify the treatment were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor was producing inaccurately low readings. The customer further indicated that the sensor was providing lower readings when compared to readings obtained via blood and an hcp meter. No reading comparisons were provided prior to the reported medical event. The customer indicated that due to the inaccurate sensor readings on (B)(6) 2017, he experienced a ¿cold sweat¿, noted ¿it was hard to breathe¿, ¿almost fainted and puked¿, so he self-presented to a hospital. At the hospital, the following comparisons were obtained: hcp ref: 18 mmol/l (324 mg/dl) vs sensor: 11 mmol/l (198 mg/dl) and hcp ref: 19 mmol/l (342 mg/dl) vs sensor: 10 mmol/l (180 mg/l). It is unknown how much time may have elapsed between the reading comparisons. The customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin, potassium and "rehydration". Customer also noted he received ¿oral glucose¿. Attempts to clarify the treatment were unsuccessful. There was no report of death or permanent injury associated with this event.